Event description:
The reporter indicated the surgeon inserted a cq2015a collamer aspheric three piece lens and the lens tore. The lens was removed with no pt injury. Additional info has been requested but none has been forthcoming. If additional info becomes available, a supplemental medwatch will be submitted.

Manufacturer narrative:
(B) (4): eval: results (other) - visual inspection of the returned product found the lens optic torn, with a piece torn off and missing. Both haptics were bent. The lens was returned in liquid. Conclusion - (other) - based on the complaint history and the eval of the returned product, a multifunctional team investigated complaints regarding lens tears associated with the cq cartridge: the resultant corrective actions included improvements in mfg, release testing, and eval of test results. Additionally, the injector/cartridge directions for use (dfu) have been modified to add further clarifications to instruct the users in the proper delivery techniques that are effective, and minimize the potential for damaging the lens. (B) (4).